Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted the event was a singular occurrence of a falsely depressed enzymatic creatinine result on one patient sample. The customer performed precision testing and observed good results measuring 100 mol/l. Siemens is investigating the event.

Event description:
The customer obtained one discordant falsely depressed enzymatic creatinine result on an atellica ch 930 analyzer. The result was reported and questioned by the physician(s). The customer used the same sample and atellica analyzer to perform repeat testing. The repeated result was higher, and the customer considered the result to be correct. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed result.

Event description:
The customer obtained one discordant falsely depressed enzymatic creatinine_2 (ecre_2) result on an atellica ch 930 analyzer. The result was reported and questioned by the physician(s). The customer used the same sample and atellica analyzer to perform repeat testing. The repeated result was higher, considered correct, and the customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00240 on 23-aug-2022. Additional information (26-aug-2022): siemens received additional information regarding the repeat result and updated sections b5 and b6. Siemens reviewed the information provided and noted that quality control (qc) was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Siemens concluded that the potential cause of a falsely depressed enzymatic creatinine_2 (ecre_2) result was due to foaming, and siemens cannot rule out contributing factors such as sample integrity and preanalytical variables as potential causes for foaming. The atellica ch 930 analyzer is operating as specified and no further evaluation was required. Section h6 is updated to reflect a new type of investigation code.